Manufacturer narrative:
Lot number.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was elevated. However, the customer had not checked their bg level. The customer indicated that manual injections would be administered.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is ultimately received. A follow up with the customer on 06/24/2015 indicated that the customer was on manual injections and that their blood glucose level had been stable.